Event description:
During service of product unit was found to motor stall. Investigation ongoing.

Manufacturer narrative:
H3) during service of product unit was found to motor stall, with all leds and constant single tone alarm, due to transistor q13 on the motor board being out of specification. Replaced q13.